Manufacturer narrative:
A partial connector portion of the lead measuring 15.3 cm was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number:2017865-2019-15372. Related manufacturer reference number:2017865-2019-15373. Related manufacturer reference number:2017865-2019-15375. It was reported that the patient has deceased on an unknown date. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was due to hypertensive atherosclerotic cardiovascular disease.